Event description:
It was reported that when replacing the battery on the external pulse generator it shut off immediately, and did not continue to pace for its expected time. It was further reported that the liquid crystal display was not working correctly, that it had black lines across the top. The generator was returned for service. It was indicated that this occurred during preventive maintenance and that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).